Event description:
It was reported that there was an increase in the number of non-sustained episodes and noise on the egm with maneuvering. The lead was explanted and replaced. No patient complications have been reported as a result of this event.